Event description:
It was reported the patient's ipg (implantable pulse generator) was replaced with a different model as it was not possible to increase the amplitude in the existing model due to power limitation. Follow-up identified the patient had fully recovered and was receiving the optimal stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.